Event description:
A customer contacted beckman coulter, inc. (Bci) and reported a hydro pressure error and a leak of unknown origin under hydro area of unicel dxc 600 pro synchron clinical system. No injury was reported and there was no effect to patient or user.

Manufacturer narrative:
Bci field service engineer (fse) visited the site on (B)(4) 2011. The fse found the di water valve leaking, and replaced male side of the fitting. The fse also found wash concentrate canister seeping from the lid, and replaced the wash concentrate canister.